Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient was admitted to the hospital with asystole. A fall resulted in superficial head wounds. It was also reported the device could not be interrogated. It was noted that at the device check three months earlier, the device estimated a remaining longevity of 10-35 months. Premature battery depletion was suspected. The device was removed and replaced. The patient outcome was reported as 'good' and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions was the result of lifted hybrid bond wires.

Event description:
(B) (4)